Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the epidural catheter leaks, even after several attempts to correct it, replacement of the connector after replacement of the catheter. A retrograde injection (connector at the distal tip) is difficult, thus defect of the catheter, connector is perfectly permeable. Clinical consequences: catheter replaced, extension of the procedure and risk-taking related to a new puncture.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and needle with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter and needle with no relevant findings. The potential cause of catheter not threading could not be determined based upon the information provided and without a sample.

Event description:
It was reported that the epidural catheter leaks, even after several attempts to correct it, replacement of the connector after replacement of the catheter. A retrograde injection (connector at the distal tip) is difficult, thus defect of the catheter, connector is perfectly permeable. Clinical consequences: catheter replaced, extension of the procedure and risk-taking related to a new puncture.